Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen will not pass calibration. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The rse advised customer with the latest version of the service manual and provided the part number of the touchscreen as requested.